Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.

Event description:
On 4/9/2024, it was reported by a sales representative via phone that an ar-3636 knotless 1.8 fibertak soft anchor was stuck on the inserter. The case was completed using another ar-3636 knotless 1.8 fibertak soft anchor without delay or adverse effects on the patient. This was discovered during a labral repair procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.